Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 511 mg/dl which was treated with insulin pump. The customer's mother declined troubleshooting for high blood glucose. The insulin pump's retainer ring was damaged. The auto mode feature of insulin pump was unknown at time of high blood glucose event. The device will not be returned for analysis.